Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed broken and opening assessed as surgical damage and unidentified (tear) opening (shell thickness within specification) also missing piece of shell assessed as inconclusive. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.